Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a patient of an unknown age and gender, who was a physician, reporting their own case. Additional information was received on 26-jun-2026 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 1 vial of sculptra divided equally between both cheeks (unknown lot number, injection technique and needle type). On the same day, the patient also received treatment with approximately 50 units of botox [botulinum toxin type a] to the face and 1 vial of radiesse divided equally along both sides of jaw. Following the procedure, the patient followed the recommended post treatment instructions, including frequent massage of the cheeks. Approximately one and half weeks after treatment, in 2024, the patient noticed the development of a granuloma/nodule (granuloma skin) in the cheeks. The massage appeared to aggravate the area, and it initially became more inflamed (implant site inflammation) and prominent. The patient reported the event to the treating clinic, where the nodule was first injected with saline [sodium chloride]. Approximately one to two weeks later, the patient underwent ultherapy over the affected area. The patient subsequently consulted another physician who administered weekly intralesional kenalog [triamcinolone acetonide] injections for four weeks. The nodule responded only a slight response to the treatment, and the steroid injection resulted in skin discolouration (implant site discolouration) over the affected area. The patient also received two intralesional 5-fluorouracil injections administered two weeks apart. Despite these treatments, the nodules remained. It would fluctuate in appearance with some days being barely noticeable and other days becoming more prominent. The patient thought it would eventually resolve on its own, but it persisted. In (B)(6) 2026, the patient decided to undergo surgical excision of the lesion. On an unknown date in 2026, pathology test confirmed a sculptra related cyst (implant site cyst) and granuloma, which required surgical excision from the face. The surgery resulted in a facial scar (implant site scar). At the time of reporting, the patient was recovering from the surgical excision and actively treating the scar. The patient stated that the scar had a significant impact. The experience reportedly caused significant emotional distress (emotional distress), including anxiety (anxiety), depression (depression) and loss of confidence (psychiatric symptom). Outcome at the time of the report: granuloma/nodule was recovering/resolving. Cyst was recovering/resolving. Inflamed was recovering/resolving. Scar was unknown. Skin discolouration was unknown. Emotional distress was unknown. Anxiety was unknown. Depression was unknown. Loss of confidence was unknown.

Manufacturer narrative:
Company comment: the serious, expected events of granuloma skin, cyst and scar at implant site and the non-serious, expected events of inflammation and discolouration at implant site, emotional distress, anxiety and depression and the non-serious, unexpected event of psychiatric symptom were considered possibly related to the treatment. Seriousness criteria include multiple medical and surgical interventions required to prevent permanent damage. Additionally, the event of scar at the implant site meets the seriousness criterion of temporary damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The events of scar, discolouration at implant site were secondary to the corrective treatments performed. The events of emotional distress, anxiety, depression and psychiatric symptom were secondary events to the overall condition. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. Based on the available information, this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.